Event description:
Patient on active chemotherapy with a folfox regimen in which they receive a 46 hour ambulatory pump that is connected at the cancer center and disconnects 46 hours later. Patient arrived for disconnect appointment and it was noted by the rn that the pump stated that the full 184 ml was infused, however the IV bag contained the chemotherapy appeared to have only approx 30 ml missing from the bag. Md was notified and orders were received to disconnect pump without patient receiving full dose.